Event description:
The user facility reported that during an unspecified type of gastroscopy procedure, the users were able to progress normally to the duodenum when the bending section became locked relative to right/left movement. The physician removed the subject device while the bending section was locked, and the patient was said to have experienced perforation of bulbus duodeni. The patient reportedly required emergency surgery. The patient was said to be stable following surgery.

Manufacturer narrative:
The subject device of this report was returned to olympus in (B)(4) for evaluation. The device was received with the bending section flexed to an extreme right position, and the right/left control was immobile. There was no foreign objects found inside the angulation controls. The angulation controls were disassembled and reassembled, and found to operate appropriately. The device was returned to the original equipment manufacturer (OEM) for further investigation. The OEM observed a small crack in the right/left control knob which had allowed ingress of disinfectant solution, that was determined to have degraded the glue inside the assembly. The degraded glue resulted in movement and interference between parts inside the angulation control resulting in the locked tip deflection.